Event description:
Nuvasive received a report that following initial surgery at an unk date that the spherx ii rod fractured at the left l4-l5 spine level. Pt reportedly underwent revision surgery on (B)(6) 2013. No pt injury was reported as a result of the breakage and the pt is reportedly doing well following revision surgery.

Manufacturer narrative:
(B)(4). Initial surgery date is unk. Revision surgery reportedly occurred (B)(6) 2013. As of this report date, the product has not been received and is unavailable for further analysis. No root cause has been identified. Review of films received do not depict a product failure; the films may have been taken post-revision surgery. Verbiage describing the event suggests that the construct breakage occurred following fusion of the affected vertebral bodies. Review of device history records indicate the product was received (B)(4) 2011. All dimensions, material composition, treatments and mechanical properties meet specs. No non-conformances have been noted. Labeling review: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture... These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."